Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the device displayed an unrecoverable loss of antenna passed the threshold. No additional event or patient information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. Global transmitter functional testing was performed and the transmitter passed with no deficiency. A voltage test was performed and passed. The customer complaint of unrecoverable loss of antenna passed threshold was not confirmed. The root cause could not be determined post investigation.